Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip s exhibited the tip of the thunder beat came off. The unspecified procedure took place during the procedure. The procedure was completed with a similar device. There were no reports of patient or user harm, injury, or death.

Event description:
It was observed that during the device inspection, the front-actuated grip type s exhibited the tissue pad was worn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.